Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that "shut down with 15 of dopamine running during code situation. The pump stated "improper shut down all program data has been cleared. Press ok to continue." The event occurred during patient use . There was no known patient injury or medical intervention associated with this event. No additional information is available.